Event description:
It was reported that during set up, a 980 ventilator generated a serial number mismatch diagnostic message. There was no patient involvement. The covidien service engineer (se) inspected the device and verified the reported issue. The se reseated the line interface to printed circuit board (pcb) and performed extended self-testing on the device and all tests passed.